Manufacturer narrative:
The hospital reported the flow sensor diaphragm was stuck to the top of the flow sensor housing. The hospital replaced the flow sensors. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(6) 2017 phone call, (B)(6) 2017 phone call, (B)(6) 2017 phone call. (B)(4).

Event description:
The hospital reported that, during a case, volume readings were not being displayed and the unit had an apnea alarm. There was no reported patient injury.